Manufacturer narrative:
The customer contacted a siemens customer care center and reported different cardiac troponin I (ctni) results were obtained on samples from a single patient on a dimension vista 500 instrument. Quality controls were acceptable on the day of the event. There were no process errors on the day of the event. As per siemens' instructions, the customer ran service method tests and several tests recovered outside of acceptable ranges. The customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample 1 (s1) meter pump, realigned the reagent 2 (r2) probe after adjusting service method test (cr2aln), and performed a photometer lamp realignment. The cse also ran a full quick check, service methods tests, and system check, all results were within specifications. The customer accepted quality controls recovery. The cause of the different ctni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Different cardiac troponin I (ctni) results were obtained on two samples from the same patient on a dimension vista 500 instrument. The initial sample was run at 17:05 and the 2nd sample was run at 21:51. The customer reported a ctni result of 2.150 ng/ml for the initial sample and a result of 1.420 ng/ml for the latter sample. There are no known reports of patient intervention or adverse health consequences due to the different ctni results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00157 on 08-jul-2021. Additional information (27-jul-2021): siemens further investigated the issue, and a reviewed the information provided by the customer. The data showed no issues with instrument functions during the time of testing. The customer has not noticed any additional discordant results for cardiac troponin I since the maintenance has been performed. The cause of the different ctni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.